Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pain") and adhesion ("adhesions") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in 2000. Concurrent conditions included yeast infection, chronic cervicitis and dizziness. Concomitant products included paracetamol (tylenol) for back pain. On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In may 2008, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea"). In 2008, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"), depression ("depression/psychological problems; depression") and dysgeusia ("allergy or hypersensitivity; metal taste in mouth"). In 2009, the patient experienced migraine ("migraines/migraines/headaches"), fatigue ("fatigue/fatigue") and headache ("migraines/headaches"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and hypoaesthesia ("neurological conditions; numbness in lower extremities and face"). In march 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). In 2016, the patient experienced bacterial vaginosis ("infection; bacterial vaginosis/infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). On (B)(6) 2017, 8 years 10 months after insertion of essure, the patient experienced malaise ("feeling sick"). On (B)(6) 2017, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). In 2017, the patient experienced vulvovaginal pruritus ("vaginal itching and irritation that was unrelated to infections"), vulvovaginal discomfort ("vaginal itching and irritation that was unrelated to infections/vaginal irritation and urgency/ irritation down there") and adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergy to nickel"), weight fluctuation ("weight fluctuations"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), gingival pain ("gum pain"), micturition urgency ("urgency"), abdominal distension ("looking 7 months pregnant/bloating"), anger ("anger"), emotional disorder ("just very emotional at times"), frustration tolerance decreased ("frustrated"), sciatica ("sciatic pain on the left side"), arthralgia ("joint pain"), toothache ("my teeth hurt so much"), peripheral swelling ("swelling in the left thigh") and skin warm ("warmness to the touch"). The patient was treated with topiramate, vitamins, progesterone (progestine), metronidazole (metrogel), ibuprofen, surgery (total vaginal hysterectomy in 2012, salpingectomy to remove the essure on (B)(6) 2017), surgery (total vaginal hysterectomy in 2012, salpingectomy to remove the essure on (B)(6) 2017) and surgery (lysis, broken down). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, allergy to metals, depression, weight fluctuation, fatigue, procedural pain, dysgeusia, bacterial vaginosis, headache, hypoaesthesia, weight increased, adhesion, vulvovaginal pain, back pain, micturition urgency, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling and skin warm outcome was unknown and the pelvic pain, vulvovaginal pruritus, vulvovaginal discomfort, urinary tract infection, gingival pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, allergy to metals, anger, arthralgia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, frustration tolerance decreased, gingival pain, headache, hypoaesthesia, malaise, menorrhagia, micturition urgency, migraine, pelvic pain, peripheral swelling, procedural pain, sciatica, skin warm, toothache, urinary tract infection, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery plaintiff continues to have symptoms (unspecified). On (B)(6) 2017, patient had salpingectomy to the right side (left side was apparently lost in 2000 due to her ectopic pregnancy, she don't knwo how essure was implanted on both tubes in 2008) and no signs of fragments. She had a total vaginal hysterectomy in 2012 uterus and cervix only, her doctor did nothing to locate coils, so he was assuming it all came out with her hysto, yet she continue to have pelvic pain, bloating, irritation down there and numerous other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in july 2008: full occlusion of fallopian tubes CT abdomen pelvis performed with intravenous contrast, findings: the appendix was normal. No bowel obstruction or inflammation. The gallbladder was contracted. The pancreas was unremarkable. No urinary stone or renal obstruction. No free air or free fluid. No inflammatory stranding identified. Hysterectomy the remainder of the intra-abdominal contents were unremarkable. The lung bases were clear. No acute osseous abnormalities. Impression: no acute abnormaities were identified within the abdomen or pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, vaginal irritation, bacterial vaginosis, numbeness in lower extremities. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm. Most recent follow-up information incorporated above includes: on 7-jun-2018: information received from social media: reporter information updated. Events abdominal distension, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic pain ("pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in 2000. Concurrent conditions included yeast infection, chronic cervicitis and dizziness. Concomitant products included paracetamol (tylenol) for back pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea"). In 2008, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"), depression ("depression/psychological problems; depression") and dysgeusia ("allergy or hypersensitivity; metal taste in mouth"). In 2009, the patient experienced migraine ("migraines/migraines/headaches"), fatigue ("fatigue/fatigue") and headache ("migraines/headaches"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and hypoaesthesia ("neurological conditions; numbness in lower extremities and face"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). In 2016, the patient experienced bacterial vaginosis ("infection; bacterial vaginosis/infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). On (B)(6) 2017, 9 years 2 months after insertion of essure, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). In 2017, the patient experienced vulvovaginal pruritus ("vaginal itching and irritation that was unrelated to infections"), vulvovaginal discomfort ("vaginal itching and irritation that was unrelated to infections/vaginal irritation and urgency") and adhesion ("adhesions"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergy to nickel"), weight fluctuation ("weight fluctuations"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), gingival pain ("gum pain") and micturition urgency ("urgency"). The patient was treated with topiramate, vitamins, progesterone (progestine), metronidazole (metrogel), surgery (bilateral salpingectomy to remove the essure), and surgery (lysis). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, allergy to metals, depression, weight fluctuation, fatigue, procedural pain, dysgeusia, bacterial vaginosis, headache, hypoaesthesia, weight increased, adhesion, vulvovaginal pain, back pain and micturition urgency outcome was unknown and the pelvic pain, vulvovaginal pruritus, vulvovaginal discomfort, urinary tract infection and gingival pain had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gingival pain, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since having the surgery plaintiff continues to have symptoms (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, vaginal irritation, bacterial vaginosis, numbeness in lower extremities. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiffs fact sheet received. Abnormal bleeding (vaginal, menorrhagia), allergy or hypersensitivity; metal taste in mouth, vaginal itching and irritation that was unrelated to infections, infection; bacterial vaginosis, vaginal irritation, migraines/headaches, neurological conditions; numbness in lower extremities and face, pain, weight gain, other; adhesions, back pain, vaginal pain, gingival pain were added. Patient's medical history and concomitant medications added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pain") and adhesion ("adhesions") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in 2000. Previously administered products included for birth control: nuvaring. Concurrent conditions included yeast infection, chronic cervicitis, dizziness, fracture of clavicle, fractured toe, broken wrist, herniated disc and torn muscle. Concomitant products included paracetamol (tylenol) for back pain, medroxyprogesterone (depo provera) for birth control as well as muscle relaxants and progesterone (progesterone). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea"). In 2008, the patient experienced depression ("depression/psychological problems; depression") and dysgeusia ("allergy or hypersensitivity; metal taste in mouth"). In 2009, the patient experienced migraine ("migraines/migraines/headaches"), fatigue ("fatigue/fatigue") and headache ("migraines/headaches"). In (B)(6) 2011, the patient experienced hypoaesthesia ("neurological conditions; numbness in lower extremities and face"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). In 2016, the patient experienced bacterial vaginosis ("infection; bacterial vaginosis/infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). On (B)(6) 2017, 8 years 10 months after insertion of essure, the patient experienced malaise ("feeling sick"). On (B)(6) 2017, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). In 2017, the patient experienced vulvovaginal pruritus ("vaginal itching and irritation that was unrelated to infections"), vulvovaginal discomfort ("vaginal itching and irritation that was unrelated to infections/vaginal irritation and urgency/ irritation down there") and adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia"), allergy to metals ("allergy to nickel"), weight fluctuation ("weight fluctuations"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), gingival pain ("gum pain"), micturition urgency ("urgency"), abdominal distension ("looking 7 months pregnant/bloating"), anger ("anger"), emotional disorder ("just very emotional at times"), frustration tolerance decreased ("frustrated"), sciatica ("sciatic pain on the left side"), arthralgia ("joint pain"), toothache ("my teeth hurt so much"), peripheral swelling ("swelling in the left thigh"), skin warm ("warmness to the touch") and pruritus ("itching"). The patient was treated with topiramate, vitamins, progesterone (progestine), metronidazole (metrogel), ibuprofen, surgery (total vaginal hysterectomy in 2012, salpingectomy to remove the essure on (B)(6) 2017), surgery (total vaginal hysterectomy in 2012, salpingectomy to remove the essure on (B)(6) 2017) and surgery (lysis, broken down). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, allergy to metals, depression, weight fluctuation, fatigue, procedural pain, dysgeusia, bacterial vaginosis, headache, hypoaesthesia, weight increased, adhesion, vulvovaginal pain, back pain, micturition urgency, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm and pruritus outcome was unknown and the pelvic pain, vulvovaginal pruritus, vulvovaginal discomfort, urinary tract infection, gingival pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, allergy to metals, anger, arthralgia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, frustration tolerance decreased, gingival pain, headache, hypoaesthesia, malaise, menorrhagia, micturition urgency, migraine, pelvic pain, peripheral swelling, procedural pain, pruritus, sciatica, skin warm, toothache, urinary tract infection, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery plaintiff continues to have symptoms (unspecified). On (B)(6) 2017, patient had salpingectomy to the right side (left side was apparently lost in 2000 due to her ectopic pregnancy, she don't know how essure was implanted on both tubes in 2008) and no signs of fragments. She had a total vaginal hysterectomy in 2012 uterus and cervix only, her doctor did nothing to locate coils, so he was assuming it all came out with her hysto, yet she continue to have pelvic pain, bloating, irritation down there and numerous other symptoms. It was reported that diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: full occlusion of fallopian tubes CT abdomen pelvis performed with intravenous contrast, findings: the appendix was normal. No bowel obstruction or inflammation. The gallbladder was contracted. The pancreas was unremarkable. No urinary stone or renal obstruction. No free air or free fluid. No inflammatory stranding identified. Hysterectomy the remainder of the intra-abdominal contents were unremarkable. The lung bases were clear. No acute osseous abnormalities. Impression: no acute abnormities were identified within the abdomen or pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, vaginal irritation, bacterial vaginosis, numbness in lower extremities. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from plaintiff fact sheet added. New reporters added. Event itching added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pain') and adhesion ('adhesions') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2000. Previously administered products included for birth control: nuvaring. Concurrent conditions included yeast infection, chronic cervicitis, dizziness, fracture of clavicle, fractured toe, broken wrist, herniated disc and torn muscle. Concomitant products included paracetamol (tylenol) for back pain, medroxyprogesterone acetate (depo provera) for birth control as well as muscle relaxants and progesterone (progesteron). On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In may 2008, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea"). In 2008, the patient experienced depression ("depression/psychological problems; depression") and dysgeusia ("allergy or hypersensitivity; metal taste in mouth"). In 2009, the patient experienced migraine ("migraines/migraines/headaches"), fatigue ("fatigue/fatigue") and headache ("migraines/headaches"). In january 2011, the patient experienced hypoaesthesia ("neurological conditions; numbness in lower extremities and face"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In march 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). In 2016, the patient experienced bacterial vaginosis ("infection; bacterial vaginosis/infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). On (B)(6) 2017, the patient experienced malaise ("feeling sick"), 8 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). In 2017, the patient experienced vulvovaginal pruritus ("vaginal itching and irritation that was unrelated to infections"), vulvovaginal discomfort ("vaginal itching and irritation that was unrelated to infections/vaginal irritation and urgency/ irritation down there") and adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia"), allergy to metals ("allergy to nickel"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), gingival pain ("gum pain"), micturition urgency ("urgency"), abdominal distension ("looking 7 months pregnant/bloating"), anger ("anger"), emotional disorder ("just very emotional at times"), frustration tolerance decreased ("frustrated"), sciatica ("sciatic pain on the left side"), arthralgia ("joint pain"), toothache ("my teeth hurt so much"), peripheral swelling ("swelling in the left thigh"), skin warm ("warmness to the touch"), pruritus ("itching") and intervertebral disc protrusion ("herniated disc") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, metronidazole (metrogel), progesterone (progestine), topiramate, vitamins and surgery (lysis, broken down and total vaginal hysterectomy in 2012, salpingectomy to remove the essure on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, allergy to metals, depression, weight fluctuation, fatigue, procedural pain, dysgeusia, bacterial vaginosis, headache, hypoaesthesia, weight increased, adhesion, vulvovaginal pain, back pain, micturition urgency, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm, pruritus and intervertebral disc protrusion outcome was unknown and the pelvic pain, vulvovaginal pruritus, vulvovaginal discomfort, urinary tract infection, gingival pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, allergy to metals, anger, arthralgia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, frustration tolerance decreased, gingival pain, headache, hypoaesthesia, intervertebral disc protrusion, malaise, menorrhagia, micturition urgency, migraine, pelvic pain, peripheral swelling, procedural pain, pruritus, sciatica, skin warm, toothache, urinary tract infection, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery plaintiff continues to have symptoms (unspecified). On (B)(6) 2017, patient had salpingectomy to the right side (left side was apparently lost in 2000 due to her ectopic pregnancy, she don't knwo how essure was implanted on both tubes in 2008) and no signs of fragments. She had a total vaginal hysterectomy in 2012 uterus and cervix only, her doctor did nothing to locate coils, so he was assuming it all came out with her hysto, yet she continue to have pelvic pain, bloating, irritation down there and numerous other symptoms. It was reported that diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in july 2008: results: full occlusion of fallopian tubes. CT abdomen pelvis performed with intravenous contrast, findings: the appendix was normal. No bowel obstruction or inflammation. The gallbladder was contracted. The pancreas was unremarkable. No urinary stone or renal obstruction. No free air or free fluid. No inflammatory stranding identified. Hysterectomy the remainder of the intra-abdominal contents were unremarkable. The lung bases were clear. No acute osseous abnormalities. Impression: no acute abnormaities were identified within the abdomen or pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, vaginal irritation, bacterial vaginosis, numbeness in lower extremities. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. Event herniated disc was added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pain') and adhesion ('adhesions') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2000. Previously administered products included for birth control: nuvaring. Concurrent conditions included yeast infection, chronic cervicitis, dizziness, fracture of clavicle, fractured toe, broken wrist, herniated disc and torn muscle. Concomitant products included paracetamol (tylenol) for back pain, medroxyprogesterone acetate (depo provera) for birth control as well as muscle relaxants and progesterone (progesteron). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea"). In 2008, the patient experienced depression ("depression/psychological problems; depression") and dysgeusia ("allergy or hypersensitivity; metal taste in mouth"). In 2009, the patient experienced migraine ("migraines/migraines/headaches"), fatigue ("fatigue/fatigue") and headache ("migraines/headaches"). In (B)(6) 2011, the patient experienced hypoaesthesia ("neurological conditions; numbness in lower extremities and face"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). In 2016, the patient experienced bacterial vaginosis ("infection; bacterial vaginosis/infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). On (B)(6) 2017, the patient experienced malaise ("feeling sick"), 8 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). In 2017, the patient experienced vulvovaginal pruritus ("vaginal itching and irritation that was unrelated to infections"), vulvovaginal discomfort ("vaginal itching and irritation that was unrelated to infections/vaginal irritation and urgency/ irritation down there") and adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia"), allergy to metals ("allergy to nickel"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), gingival pain ("gum pain"), micturition urgency ("urgency"), abdominal distension ("looking 7 months pregnant/bloating"), anger ("anger"), emotional disorder ("just very emotional at times"), frustration tolerance decreased ("frustrated"), sciatica ("sciatic pain on the left side"), arthralgia ("joint pain"), toothache ("my teeth hurt so much"), peripheral swelling ("swelling in the left thigh"), skin warm ("warmness to the touch"), pruritus ("itching") and intervertebral disc protrusion ("herniated disc") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, metronidazole (metrogel), progesterone (progestine), topiramate, vitamins nos and surgery (lysis, broken down and total vaginal hysterectomy in 2012, salpingectomy to remove the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, allergy to metals, depression, weight fluctuation, fatigue, procedural pain, dysgeusia, bacterial vaginosis, headache, hypoaesthesia, weight increased, adhesion, vulvovaginal pain, back pain, micturition urgency, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm, pruritus and intervertebral disc protrusion outcome was unknown and the pelvic pain, vulvovaginal pruritus, vulvovaginal discomfort, urinary tract infection, gingival pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, allergy to metals, anger, arthralgia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, frustration tolerance decreased, gingival pain, headache, hypoaesthesia, intervertebral disc protrusion, malaise, menorrhagia, micturition urgency, migraine, pelvic pain, peripheral swelling, procedural pain, pruritus, sciatica, skin warm, toothache, urinary tract infection, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery plaintiff continues to have symptoms (unspecified). On (B)(6) 2017, patient had salpingectomy to the right side (left side was apparently lost in 2000 due to her ectopic pregnancy, she don't know how essure was implanted on both tubes in 2008) and no signs of fragments. She had a total vaginal hysterectomy in 2012 uterus and cervix only, her doctor did nothing to locate coils, so he was assuming it all came out with her hysto, yet she continue to have pelvic pain, bloating, irritation down there and numerous other symptoms. It was reported that diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: full occlusion of fallopian tubes. CT abdomen pelvis performed with intravenous contrast, findings: the appendix was normal. No bowel obstruction or inflammation. The gallbladder was contracted. The pancreas was unremarkable. No urinary stone or renal obstruction. No free air or free fluid. No inflammatory stranding identified. Hysterectomy the remainder of the intra-abdominal contents were unremarkable. The lung bases were clear. No acute osseous abnormalities. Impression: no acute abnormaities were identified within the abdomen or pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, vaginal irritation, bacterial vaginosis, numbeness in lower extremities. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), allergy to metals ("allergy to nickel"), depression ("depression"), weight fluctuation ("weight fluctuations") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, migraine, allergy to metals, depression, weight fluctuation, procedural pain and the fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, migraine, procedural pain and weight fluctuation to be related to essure. The reporter commented: since having the surgery plaintiff continues to have symptoms (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pain/ stabbing pain') and adhesion ('adhesions') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2000. Previously administered products included for birth control: nuvaring. Concurrent conditions included yeast infection, chronic cervicitis, dizziness, fracture of clavicle, fractured toe, broken wrist, herniated disc and torn muscle. Concomitant products included paracetamol (tylenol) for back pain, medroxyprogesterone acetate (depo provera) for birth control as well as muscle relaxants and progesterone (progesteron). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In may 2008, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea"). In 2008, the patient experienced depression ("depression/psychological problems; depression") and dysgeusia ("allergy or hypersensitivity; metal taste in mouth"). In 2009, the patient experienced migraine ("migraines/migraines/headaches"), fatigue ("fatigue/fatigue") and headache ("migraines/headaches"). In (B)(6) 2011, the patient experienced hypoaesthesia ("neurological conditions; numbness in lower extremities and face"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). In 2016, the patient experienced bacterial vaginosis ("infection; bacterial vaginosis/infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, uti"). On (B)(6) 2017, the patient experienced malaise ("feeling sick"), 8 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). In 2017, the patient experienced vulvovaginal pruritus ("vaginal itching and irritation that was unrelated to infections"), vulvovaginal discomfort ("vaginal itching and irritation that was unrelated to infections/vaginal irritation and urgency/ irritation down there") and adhesion (seriousness criterion medically significant). In 2018, the patient experienced gluten sensitivity ("gluten allergy"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia"), allergy to metals ("allergy to nickel"), weight fluctuation ("weight fluctuations"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), gingival pain ("gum pain"), micturition urgency ("urgency"), abdominal distension ("looking 7 months pregnant/bloating"), anger ("anger"), emotional disorder ("just very emotional at times"), frustration tolerance decreased ("frustrated"), sciatica ("sciatic pain on the left side"), arthralgia ("joint pain"), toothache ("my teeth hurt so much"), peripheral swelling ("swelling in the left thigh"), skin warm ("warmness to the touch"), pruritus ("itching"), intervertebral disc protrusion ("herniated disc") and acne cystic ("cystic acne") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, metronidazole (metrogel), progesterone (progestine), topiramate, vitamins nos and surgery (lysis, broken down and total vaginal hysterectomy in 2012, salpingectomy to remove the essure on (B)(6) 2017). Essure was removed on 14-jun-2017. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, allergy to metals, depression, weight fluctuation, fatigue, procedural pain, dysgeusia, bacterial vaginosis, headache, hypoaesthesia, weight increased, adhesion, vulvovaginal pain, back pain, micturition urgency, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm, pruritus, intervertebral disc protrusion and gluten sensitivity outcome was unknown, the pelvic pain, vulvovaginal pruritus, vulvovaginal discomfort, urinary tract infection, gingival pain and abdominal distension had resolved and the acne cystic was resolving. The reporter considered abdominal distension, abdominal pain, acne cystic, adhesion, allergy to metals, anger, arthralgia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, frustration tolerance decreased, gingival pain, gluten sensitivity, headache, hypoaesthesia, intervertebral disc protrusion, malaise, menorrhagia, micturition urgency, migraine, pelvic pain, peripheral swelling, procedural pain, pruritus, sciatica, skin warm, toothache, urinary tract infection, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pain, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery plaintiff continues to have symptoms (unspecified). On (B)(6) , patient had salpingectomy to the right side (left side was apparently lost in 2000 due to her ectopic pregnancy, she don't knwo how essure was implanted on both tubes in 2008) and no signs of fragments. She had a total vaginal hysterectomy in 2012 uterus and cervix only, her doctor did nothing to locate coils, so he was assuming it all came out with her hysto, yet she continue to have pelvic pain, bloating, irritation down there and numerous other symptoms. It was reported that diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: full occlusion of fallopian tubes. CT abdomen pelvis performed with intravenous contrast, findings: the appendix was normal. No bowel obstruction or inflammation. The gallbladder was contracted. The pancreas was unremarkable. No urinary stone or renal obstruction. No free air or free fluid. No inflammatory stranding identified. Hysterectomy. The remainder of the intra-abdominal contents were unremarkable. The lung bases were clear. No acute osseous abnormalities. Impression: no acute abnormaities were identified within the abdomen or pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, vaginal irritation, bacterial vaginosis, numbeness in lower extremities. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, anger, emotional disorder, malaise, frustration tolerance decreased, sciatica, arthralgia, toothache, peripheral swelling, skin warm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: content of social media received. New events of gluten sensitivity and acne cystic were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.